Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined; however, the subsequent device embedded in tissue or plaque and unexpected medical intervention appear to be related to the operational context of the procedure. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible the device may have interacted with the moderately calcified, heavily tortuous lesion during advancement, as resistance was noted, resulting in the reported failure to advance, ultimately causing the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. The stent was crushed using a balloon and another xience skypoint was deployed to embed the stent to the vessel wall. A clinical delay was noted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and moderately calcified lesion in the right coronary artery (rca). A 3.50x8mm xience skypoint rx drug eluting stent (des) was advanced; however, resistance was noted due to the tortuosity of the lesion and the stent dislodged from the balloon. The stent was crushed using a balloon and another xience skypoint was deployed to embed the stent to the vessel wall. A clinical delay was noted. No additional information was provided.